Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed to remove the needle tip? Does the tip remain in the patient¿s tissue? If the needle tip remains retained, what is the specific location of the needle tip? If the needle tip remains retained, are there any future plans to remove the needle tip? Current status of the patient? Any device being returned? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, when the doctor sewed the uterine myometrium under laparoscopy, when the suture remained 25cm (40cm in total), he found that the needle tip was missing when taking out the needle, with a size of about 2mm. He looked for it immediately but could not find it. At the end of the surgery, the patient was sent to the CT room for examination. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. The following additional information was requested, but unavailable: was there any medical or surgical intervention performed to remove the needle tip? Does the tip remain in the patient¿s tissue? If the needle tip remains retained, what is the specific location of the needle tip? If the needle tip remains retained, are there any future plans to remove the needle tip? Current status of the patient? Any device being returned? However, all answers are unobtainable currently. Once there is any update, we will update the information. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.